Event description:
It was reported that the patient experienced persistent high blood glucose of 345 mg/dl while using the ilet with a steel infusion set, including after an infusion set and site change, and required guidance on alternate infusion site placement and tubing fill to address a suspected occlusion. Customer care provided support that included guided tubing fill to clear a potential blockage, and recommendation for a full supply change. Investigation of this case revealed that dosing had been stopped at one point and that the elevated glucose was consistent with an infusion delivery issue that resolved only with supply change, aligning with an occlusion or flow restriction in the infusion set or tubing. Symptoms included sleepiness, confusion/disorientation, dry mouth, fatigue, shaking/tremors associated with hyperglycemia. Outcomes included continued monitoring without need for medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion or flow restriction necessitating supply replacement and proper site selection.